Manufacturer narrative:
Concomitant medical products: 4674, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and counts to the sensing integrity counter (sic). Additionally, t-wave oversensing (twos) and undersensing was observed on the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.